Manufacturer narrative:
(B)(4). No further details regarding patient, product or procedure were provided by the reporter. Additional information has been requested but as of yet have not been received. Should additional information become available, the file will be updated.

Event description:
According to the reporter: the surgeon had a problem with the device. The sutures split and come undone. After a plastic surgery, patient come back a year later with complications and they had to go under reoperation.

Manufacturer narrative:
(B)(4)

Event description:
According to the reporter: additional information received from the account stated that the sutures are used for plication with abdominoplasty. The sutures split and come undone. Described as more of an unraveling and pulling away from the tissue. The patients present with a small irritation, thinning of the skin and/or a small ulceration on the undersurface of the skin flap as the suture comes to the surface.